Event description:
The bsc sales rep reported that, the physician implanted the graft in an elderly female patient for an open abdominal aortic aneurysm procedure. Before, during an after graft was implanted, the patient had a problem with homeostasis. The patient expired 6 hours into the case. The death appears, at this time, to have been caused by excessive blood loss. The following information was received as on 05sep2007 by phone from the sales rep, who stated he observed the procedure from the observation que: before, during and after the surgical procedure there was a problem with homeostasis (patient's physiological functions could not be brought into equilibrium) in the patient, an elderly female. The graft was implanted in an open abdominal aortic aneurysm procedure. The physician elected to use an occlusion balloon for clamping the aorta. Due to the patient's anatomy, the occlusion balloon clamping failed and the physician was unable to clamp the aorta. The clamping failure resulted in the patient bleeding to death. The death was procedure-related and not related to the graft. The graft remains in the patient. The hospital will release neither the graft, its batch number nor any further information about this case.

Manufacturer narrative:
Since the batch number of the device is unknown and appears, at this time, to be unattainable, a review of the device history records is not possible. A rolling 12-month review of the complaint history for the product family shows no other similar complaints. The incident is reported to be not product-related and no product is available to be returned. Following our investigation, which included the event report, we have concluded that the root cause for this incident was operational context related to the condition of the patient and is not related to the graft. Based upon the above, no further action is warranted at this time. The batch number of the device is unknown and appears, at this time, to be unattainable. Since the batch number is unknown, a review of the device history records is not possible. Not graft-related.